Manufacturer narrative:
Patient information was unavailable from the site. The axium coil will not be returned for evaluation as it was discarded; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per axium¿ prime detachable coil and axium¿ i.d. (Instant detacher) instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm located in middle cerebral artery bifurcation, this coil would not detach tried after three attempts and pre-maturely detached in the catheter. The physician removed the catheter and coil from the patient. Replaced another microcatheter and non-medtronic coils were used to complete the procedure. No patient injury was reported.